Manufacturer narrative:
The device will not be returned. A review of the batch record for lot s140035a was conducted and all final release specifications, including sterility have been met.

Event description:
Patient reaction reported for (B)(6) male who had no previous viscosupplement injections and was injected with monovisc on (B)(6) 2015 (lot #s140035a). Knee became swollen and painful 48 hours later so the patient went to the hospital. His knee was tapped and drained and he received a cortisone injection. Labs showed slightly elevated wbc (~90k), some poly-nuclear cells, no crystals. The patient was released from the hospital. Per the injecting physician, later in the same week, following physical therapy, the patient's right knee was feeling better than before the monovisc injection.